Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xact self expanding stent system (sess) noted blood on the tip, consistent with handling. There was no saline visible. The reported partial deployment was confirmed. The stent implant was partially deployed 6 mm over the distal marker. There was no damage noted to the stent implant. There was no other damage noted to the sess. The tuohy borst valve was in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tip of the xpert. However, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. All self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that during device unpackaging and prior to use in the anatomy, the stent was noted to be partially deployed. There was no patient involvement. No additional information was provided.